Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the control-iq algorithm increased basal insulin delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading, but alleged the difference was up to 30 to 50 points off. As a result of the control-iq algorithm adjusting insulin the customer alleged that bg level ranged from "low" (specific value was not provided) to below 54 mg/dl. Customer consumed carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.